Event description:
It was reported that the patient passed out and lost consciousness after entering a swimming pool. A lifeguard pulled the patient from the pool. The pool pump was found to not have been properly grounded. Electromagnetic interference was found when the device was interrogated and reprogramming changes were made. The device remains in use. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.